Event description:
The patient was implanted with a left ventricular assist device. The hospital staff sent in log files for pump stoppage events. The patient stated that he was connected to his power module at the time when the alarm went off. "Low flow/red heart" message with audible tone was reported. A review of the submitted log file data at the time revealed that on (B)(6) 2014 there were multiple reductions in pump speed, pump stoppage events, high pump power, and high pulsatility index (pi). These alarms occurred while the patient was connected to the patient cable and the alarms subsided once connected to battery power. This could be a potential short to shield issue. The patient was asymptomatic at the time of the event without any injuries reported. "O a new system controller since then." No visible breaks were seen on the driveline. The hospital team manipulated the driveline in an attempt to recreate the alarm; however, no alarms went off. A review of the submitted x-ray images of the driveline was unremarkable with no area of concern noted. No alarms were noted for a few days now. A system controller issue was suspected. The system controller was returned and received by the manufacturer for evaluation.

Manufacturer narrative:
The reported event of a pump stoppage was confirmed based on the information recorded in the system controller log file. The information recorded revealed a speed reduction to 0 rpm followed by 4 unsuccessful attempts of the system controller to gain the desired set speed of 9600 rpm. It appears that this event persisted for approximately 30 seconds and there were elevated pump power and flow levels. Based on the associated voltage levels the system controller was connected to a power module during the event. A full functional test was performed and the system controller passed all test specifications. The system controller operated for an extended period of time while connected to a mock circulatory loop and the atypical events recorded in the log file were unable to be reproduced. The investigation was unable to identify a correlation between the events captured in the log file and the returned device. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.